Manufacturer narrative:
Other relevant device(s) are: vamc3838c150tu (B)(4), vamf3838c200tu (B)(4).

Event description:
A valiant stent graft system was implanted in patient for endovascular treatment of 300 mm length thoracic aortic dissection. It was reported that the patient presented emergently with a retrograde type a dissection. The patient had intramural hematoma in the ascending aorta, which the physician believes had led to the retrograde type a dissection. The patient received treatment. The aorta was repaired and the event was resolved. Per the physician, the cause of the imh in the ascending aorta was related to the patient's pre-existing dissection. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the retrograde type a dissection appears to have originated near a bare stent apex on the inner curve of the aorta.